Event description:
I had to be hospitalized because of problems with the acuvue oasys contact lenses. It's 2 am and I'm in glasses with an infection/severe irritation due to oasys. I've worn contacts for 18 years with no problems until one month ago when I started the oasys. I had to be admitted to the hospital 3 weeks ago for severe pain/inflammation, it felt like my eyes were burning.. It hurt so bad, I couldn't open or close them. I was in so much pain. The hospital treated me for an eye infection and gave me antibiotics which I took for several days and my eyes got better. I had ordered a whole year's worth of those oasys and didn't know any better, and put them back in my eyes. Then 4 days later, my eyes were red, irritated and this time really swollen. I went back to the doctor today and was told that I don't have an infection but severe eye irritation. He is making me continue the antibiotics anyway as a precaution but now I have to put drops in my eyes 4 times a day and it's still very dry. I feel like crying, I'm so mad at myself for not taking the contacts out sooner even though I noticed that they were very dry from the first couple of days. I trusted that my optometrist knew best, he was very pushy and said the oasys were much better. I have been wearing glasses for over 3 weeks and my eyes feel like they are permanently damaged. I'm so sad. I wish I had never gone to that optometrist. Dose or amount: daily wear soft contacts. Dates of use: 2009. Diagnosis or reason for use: correct vision. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: yes.